Event description:
After performing the proximal release of the clasping mechanism, the suprarenal barbs remained constrained together around the delivery system. Physician was not able to retrieve the delivery system without the suprarenal stents engaging the delivery system. Tried to release by gently rotating the device back and forth approx. 20-30 degrees and moving the device up and down. That was unsuccessful. Tried to dissect the delivery system by expanding the distal hypotube to access the green catheter. Did so and cut the green catheter longitudinally and was able to retract the clasping mechanism further. Stents and delivery system still did not detach. Had to balloon the stents to release the connection between the stents and delivery system. Was then able to separate and remove delivery system from patient. Stents on x-ray still appeared to be constrained or caught together. Tried ballooning again and no change. Type ia leak resulted. Had to extend with 26x40mm proximal cuff. This resolved the type ia leak and after ballooning of cuff stents from bifurcate appeared more normal. Physician commented that there was something wrong with the bifurcate graft/del system and wants to follow up. Del system was saved for inspection. Patient outcome - "as of this time, no adverse outcome occurred with the patient other than blood loss during index procedure."

Event description:
After performing the proximal release of the clasping mechanism, the suprarenal barbs remained constrained together around the delivery system. Physician was not able to retrieve the delivery system without the suprarenal stents engaging the delivery system. Tried to release by gently rotating the device back and forth approx. 20-30 degrees and moving the device up and down. That was unsuccessful. Tried to dissect the delivery system by expanding the distal hypotube to access the green catheter. Did so and cut the green catheter longitudinally and was able to retract the clasping mechanism further. Stents and delivery system still did not detach. Had to balloon the stents to release the connection between the stents and delivery system. Was then able to separate and remove delivery system from patient. Stents on x-ray still appeared to be constrained or caught together. Tried ballooning again and no change. Type ia leak resulted. Had to extend with 26x40mm proximal cuff. This resolved the type ia leak and after ballooning of cuff stents from bifurcate appeared more normal. Physician commented that there was something wrong with the bifurcate graft/del system and wants to follow up. Del system was saved for inspection. Patient outcome - "as of this time, no adverse outcome occurred with the patient other than blood loss during index procedure."